Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
On (B)(6) 2020: ascend flex reverse surgery was performed. Lately in (B)(6) 2020: signs of infection were found after the surgery. On (B)(6) 2021: revision surgery was performed. All the implants were removed, the affected part was cleaned, the spacer made by cement was implanted, and the surgery was completed.